Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced an inflammatory mass in (B)(6) 2014 and they did a MRI to confirm it was an inflammatory mass. It was noted what led up to this was the patient's leg was dragging and she could not walk without a walker. It was further reporter she was paralyzed for eight days and in the hospital. The pump was turned off and she had not received drug from the pump since. The patient went to rehab and could walk again and when she walked she felt like she was "walking on stilts and walking on water". The patient was wobbly, could not keep her balance, and was still doing physical therapy. There was nothing in the pump. It was further reported the pump was migrating and it felt like it was "rolling over" and "flipping in my stomach". The patient had three mris and the size of the granuloma had shrunk, but her symptoms had not gone away completely. The patient also developed a "hypersensitivity to the catheter". It was noted on the side where her catheter was, she felt like nothing could touch it. Cold air or touching the side where the catheter was caused her to hurt and she could only wear certain clothing. They planned to remove the pump because of these issues, but the date was unknown however it would be "soon". The patient had to postpone the pump removal previously due to "something with a EKG". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a change in therapy effect. The patient experienced pain and swelling throughout her right side. She was also experiencing electrical shocking when she touched her body in certain areas. It occurred when she moved or her clothes touched the right side of her back. The pain started one and a half to two years prior to this report. The patient was not sure if the catheter came loose. Since pump implant surgery in (B)(6) 2013, the healthcare provider (hcp) had increased her pump medication and her boluses 5-6 times. The hcp did this to help control the patient¿s pain. The patient was having considerable leg swelling in her right leg and was also having swelling in her left leg. The patient felt that the increase in medication was masking the pain in her leg and back. At the time of the report on 2014 (B)(6), the patient was waiting at her hcp¿s office waiting to see her hcp. On 2014 (B)(6), reported information indicated that the patient received assistance from a manufacturer representative or physician and her concerns were resolved. The patient had an appointment on 2015 (B)(6). However, on 2014 (B)(6), information was received indicating that the patient was getting pain at the pump pocket site over the past for months. The pain went back around to where the catheter was. The pain was worse than the pain the pump had been implanted for. The patient saw her hcp and they turned up the medication. This helped for a little while. Four dose and/or concentration adjustments had been made since the pump was implanted. The patient had three mris of her stomach and back to see where the pain was stemming from. Her last MRI was a month prior to the report on 2014 (B)(6). The other two MRI¿s were two to three weeks prior to that. These MRI¿s were not able to see if a nerve was causing the issue. An inflammatory mass occurred. On 2014 (B)(6), it was discovered that the patient developed a granuloma from the medication that was being delivered from her pump. The patient¿s pump was not turned off because that was the cause of the granuloma and she became paralyzed from the granuloma. The reporter could not remember the drug dose and concentration at that time, but did note that the patient had 15 boluses. At the time of this report, the patient had hypersensitivity to the pump, which was causing her severe neuropathy pain. The patient needed to have the pump removed. It was suggested that only the pump be removed and the catheter be left in. The patient currently had no medication in her pump. However, it was also stated that she had a ¿thimble full a day¿ just to keep the pump running until it could be removed. The device system was used to deliver dilaudid. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-05-08, additional information regarding the pump drug details, concomitant medications, medical history, patient symptoms, device positioning issue and corrective measures, troubleshooting/interventions, and outcome was requested of the patient's healthcare provider, but was not received. On 2016-02-05, information received from the patient, via a company representative, reported that additional medical history consisted of working with a pain specialist for the previous "15 years or so," 4-5 pain medications that affected their liver, and "taking every pain medicine available." Four months after receiving the pump, the patient developed a hypersensitivity to the pump. Subsequently, the patient was told their pump needed to be adjusted to better control their pain. With regard to the previously reported granuloma that left them paralyzed for 8 days (reported as "after 9 months"), the patient was noted to require extensive rehab, unspecified "mega-steroids," and the pump was turned to its lowest dosage (previously reported as "turned off"). As of (B)(6) 2016, the patient had regained the use of their legs somewhat and were thankful that they could walk again. The patient's sensitivity had increased tenfold and they were not able to wear clothes that touched the area where the pump was installed (right flank from front to back). It was extremely painful to drive or ride in a car due to the vibration of the car. It was reported that the patient had to sleep and live in at least 78 degrees at all times, or they scream out from the pain. The patient's numbness, where they could not feel their legs making contact with the ground was ongoing. The patient was able to work full-time prior to the pump, but was now on partial disability and working only a few hours from home. With regard to the patient's report that they researched their pump model and noted a defect where the "pump has a faulty gauge and inaccurately reads the amount of medication released," the patient stated that their doctor though they were administering a certain amount, but really was giving too much dilaudid. The pump was alleged to have made the patient's quality of life worse. Additional information regarding confirmation of the patient's allegation that the pump was "giving too much dilaudid," diagnostic testing/troubleshooting, actions/interventions, outcome, and device implant status was requested of the patient's physician. Additional information was also requested to clarify the previous report of "something with an EKG," that postponed the pump removal. If additional information is received, a follow-up report will be sent.